Event description:
It was reported that," pt had a two-level procedure, l4-s1, conducted using depuy in 2006, dr. Operated on her again, and this is her third procedure." Dr. Would like a report of the findings to see if the screw tulip actually was splayed.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.